Event description:
A large amount of white precipitant was noted in the saline lock tubing. The patient was not receiving meds at the time. The patient complained of discomfort at the IV site. Line was removed and cold pack for 20 minutes. Patient had received heparin, integrillin, and normal saline in line which discontinued at 1015. Versed given in cath lab at 1122 without any problems. No pharmaceutical incompatabilities to explain percipitant. At 1240 patient complained of problem. Fever noted next day with negative cultures. Source of fever not identified. The patient did not have any further problems.